Event description:
Customer alleges when releasing the button that raises the foot spring up, it falls down quickly. Qt (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleges when releasing the button that raises the foot spring up, it falls down quickly. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - device evaluation completed. Condition of return: the foot motor with pull tube assembly was in fair condition. Result analysis: visual: the motor had some scratches on the housing. Functional: the motor assembly was attached to a bed and under a load, the foot section was elevated. The down button was then pressed and released. The foot section continued to lower. Conclusion: the cause of the foot section lowering without depressing the button is that the motor drifts downward more than expected. Although the root cause has not been clearly defined by the motor supplier, the supplier made a change via (B)(4), to add a brake to the motor to eliminate the excessive drift. Motors with this change in place were shipped for production (B)(4) 2011 and implemented in manufacturing (B)(4) 2011. In addition, this issue has been documented on a CAPA (B)(4) issued to the supplier. The bed documented in this complaint is gbed-50ivc, serial #(B)(4). A review of the DHR was conducted with no issues found. The bed was produced and released (B)(4) 2009.